Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient developed right leg and hip pain, weakness and numbness of her right leg, along with an increasing inability to flex her right hip or extend her right knee. It is alleged that on or about (B)(6) 2015 a CT scan revealed a fluid collection extending from her pelvis into her hip believed to be a pseudo tumor related to her 2009 hip replacement, likely requiring a revision procedure and likely causing her femoral nerve palsy. It is further alleged that during the revision surgery on (B)(6) 2015 a black excrescence was discovered around the trunnion of the prosthetic, and the trunnion itself had been eroded smooth.